Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a bump to the head on (B)(6) 2016. It is unknown if there are plans to reimplant the patient as of the date of this report.